Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual analysis was performed on the returned device. The reported balloon rupture and separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The investigation determined that the reported difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified de novo lesion in the iliac artery that was 90% stenosed. A 7.0x40mm armada 35 balloon dilatation catheter ruptured at 10 atmospheres during the first inflation and the tip separated due to interacting with a previously implanted endovascular plug. The balloon had inflated over the plugs screw thread in the common and external iliac artery. The separated tip was retrieved via a surgery procedure at the puncture site. There was no adverse patient sequela reported. No additional information was provided.